Manufacturer narrative:
Results: the catheter is broken in two pieces. This brake is approximately 27.8 cm from the hub. The break is in the middle of the extrusion material and appears to be jagged and stretched at the break site. Conclusion: the complaint has been evaluated and confirmed. The complaint mentions that they noticed the catheter snapped in half during removal from the packaging. Based on the appearance of the break site and location, it is likely that the catheter was broken do to improper removal or rough handling while removing the product from the hoop. If the catheter is removed from the packaging hoop at an angle, the catheter material may kink and break when the catheter is pulled from the hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
When the packaging was opened and the catheter was removed from the hoop it looked like it had been snapped in half.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.